Event description:
It was reported that during the implant procedure the physician was unable to turn the lead helix to reposition the lead. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.